Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. In accordance with the instructions for use, a dilator was inserted into the access ports, releasing the locking mechanism on the thumb advancer resulting in the locator wings fully collapsing and the starclose se device was removed from the pt anatomy. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.